Manufacturer narrative:
Device was returned however device analysis is not required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection or sepsis. The device system has not been explanted yet. No additional adverse patient effects were reported.